Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) medical university. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: a resolution clip was returned without the clip assembly and outer sheath, but it showed evidence of full deployment. A risk review confirmed that the "clip failure to release from catheter" event is documented in the risk files and included in the product risk analysis to ensure an acceptable risk-benefit profile. The investigation found no issues related to this failure, as the clip assembly was fully deployed upon return, leading to the cause code of "no problem detected."

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a retroflex position. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure to treat polyps performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a retroflex position. However, according to the instructions for use (IFU), "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.